Manufacturer narrative:
There was no death or device malfunction associated with the defibrillation event. No information to suggest the patient sustained a serious injury. Device evaluation summary: the monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the device, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Cosmetic damage was observed to the monitor; however, the monitor response button switch was still fully functional. Per the downloaded software flags, the patient was able to successfully activate the response buttons multiple times before and after the treatment was delivered. Electrode belt sn (B)(4) was returned to zoll manufacturing corporation for investigation. As received, the belt was unable to complete functional testing. The cause for the failure was isolated to broken solder joint at the rear pulse wires in the distribution node enclosure. The cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief, causing the damaged connection. The root cause for pulled cable was excessive force on the cable section. There is no indication that the device malfunction caused or contributed to the defibrillation event. The electrode belt was able to deliver a full energy pulse while in use in the field. Device manufacture date: monitor sn (B)(4): 02/20/2014, belt sn (B)(4): 12/30/2015. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was lack of response button use. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection as af exceeding the programmed rate threshold. The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec (B)(4) performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. It was reported that the bending and adjusting a foot rest at the time of the event. The patient alleged that the response buttons were hard to press. A rapid af rate contributed to the false detection. Review of the downloaded flag data indicates that the response buttons were pressed earlier in the detection sequence but not immediately prior to treatment delivery. The response buttons were also pressed multiple times after the treatment was delivered. The patient did not seek medical attention and continued use of the lifevest.